Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that during a procedure, after the use of electrocautery, there was additional, inconsistent beeping from the monitor. This condition, in which the device is delivering additional audible indication, may be misunderstood by the user, posing increased risk of nerve injury. The procedure was completed successfully. There was no surgical delay, no medical intervention, and no adverse consequences.